Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot # unknown, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that during the surgical intervention the battery stopped. The action required was restarting the battery. The outcome was unknown.

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the cause was unknown. There were no "irm" problems. No symptoms were reported. The surgery was not linked to the device. The "ei" resolved and the battery started again.